Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7083034. No quality notification was raised for similar nonconformance during the production of this batch. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported a nurse found black foreign matter on the unit package, the wrapping paper and inside the needle wing of a bd pegasus¿ safety closed IV catheter system 24g x 0.75in prior to use. There was no report of injury or medical intervention.